Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the impella was mispositioned fully in the aorta. The patient was taken to the catheterization lab to attempt to re-cross the aortic valve. Multiple attempts to cross the valve were unsuccessful. During the last attempt, the impella catheter prolapsed on itself. Left femoral access was obtained and a snare was used to straighten the catheter and device was removed. A new device inserted from right femoral access.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.